Event description:
The pt suddenly stopped responding over the weekend. It was noticed throughout the next week by the professionals that work with the pt. There is a language barrier with the family. Telemetry suddenly started reading 'poor coupling' and 'dash-dash'.